Event description:
It was reported that the connecter at 3way near the transducer was broken.

Event description:
It was reported that the patient has expired after implant duration of approximately 1.1 months. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of five weeks prior, the patient's "condition at the conclusion of the procedure was critical, but stable."

Manufacturer narrative:
Customer report was confirmed. Tip of the zero-stopcock male luer was completely broken, and stuck inside tubing female connector. The broken luer appeared twisted and bent inwards